Event description:
The facility representative contacted baxter to report an intermate that had the cap missing. The event occurred during set-up. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation.